Manufacturer narrative:
Correction: b5. Additional information: d10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The device was explanted on (B)(6) 2020 due to normal battery depletion. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected.

Event description:
Correction: it was reported that the asymptomatic patient presented in the ER after experiencing a vibratory alert for nsrvo. The device was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did not receive therapy during the oversensing. The device was reprogrammed. The device was explanted on (B)(6) 2020 due to normal battery depletion. The patient was stable.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverterdefibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.